Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some testing and programming options. No changes were made. Later, there was another inappropriate shock. There were no additional adverse patient effects. The system remains implanted.